Manufacturer narrative:
Due to character limit: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had gas loss alarm & difficult or unable to pressure monitor. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11 a cardiosave pump was reported to be in prolonged standby for seventy three minutes overnight without an audible alarm. Review of the alarm log showed gas loss in the iab circuit and a no pressure trigger alarm occurring during the timeframe of the standby period. The reporting nurse was not present during the event and could not confirm an exact timeline but denied awareness of any standby advisory alarms. It was confirmed the balloon was inserted via the axillary approach which is off label and can contribute to therapy and alarm issues. Alarm functionality, volume settings and augmentation concerns were reviewed with the nursing staff. The pump was labeled, removed from service for inspection, and complaint information was documented.

Event description:
N/a